Event description:
A malfunction was reported involving a pump with a malfunction code labeled as malf 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy and stated they will reach out to their healthcare provider (hcp).